Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they had observed peeling of silicon on jaws during inspection before use. Was not used in patient and a new hemopro 2 was used. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/10/2025. An investigation was conducted on 10/10/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was slightly flexed away at the center of the hot jaw but remained attached at the tip of the hot jaw. There were no visual defects observed on clear intact hot silicone jaw insulation. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000498311 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.